Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr). After successfully placing a mitraclip xt on the lateral side of a3 and p3, a mitraclip nt was intended to be implanted to the lateral side of the xt. When the clip was ready to implant, the arm positioner knob was turned to neutral. The clip slowly opened to 30 degrees. The clip was unlocked and relocked, closed tight and turned back to neutral and opened again. A third attempt was made to lock the clip with the same results. The device was replaced and the mr was successfully reduced to grade 1. In the physician's opinion, the unintended movement was not due to the device settling from pre-existing anatomy. There was no challenging anatomy observed. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open while locked was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opens while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).